Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose level was 300 mg/dl. The customer changed pump supplies and resumed insulin therapy. As the occlusion alarms had occurred in the past, a cause of the occlusion was unable to be determined. The customer declined any further troubleshooting from tandem technical support.